Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that on the date of a refill, the health care provider (hcp) did not refill the pump. The hcp ¿turned the pump off¿ on (B)(6) 2015 and about a microgram per day would hit the patient¿s system. The patient was on ¿butrin¿ trying to reverse the side effects of withdrawal. It was noted that the pump was going to be empty on (B)(6) 2015. The caller needed to locate an hcp to refill the pump and at a later date to remove the pump because it had done more damage than good, but the patient would say the opposite. They had tried calling several hcps and nobody wanted to see the patient. It was stated that when the pump was working, it was working well but it was not working at all. The pump stopped working on (B)(6) 2015 because it did not give any more boluses. The pump was turned off because of an emergency and the hcp was leaving the state and the hcp partner didn¿t want to deal with the hcp. It was also noted that the patient was a ¿215 patient¿, which meant they were a (B)(4) patient. It was stated that the (B)(4) did more good than the fentanyl. The pump was infusing fentanyl. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.